Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 4/1/2015. The fse found a blockage in the probe wipes waste line pathway. The fse replaced the probe wipe waste line, which repaired the leak and the failing calibrations. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the probe of the coulter act diff 2 analyzer. The instrument was also failing the white blood cell (wbc) carryover test during calibration. The volume of the leak was about 0.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.